Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-02163. It was reported an x-ray showed the leads had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. Therapy has resumed and issue has been resolved.